Manufacturer narrative:
Na

Manufacturer narrative:
The turbine was not replaced as a precaution. The ventilator was sent back to the customer unrepaired.

Event description:
It was reported that the ltv ventilator was set-up the same as the hospital ventilator. When the pt was placed on the ventilator, the pt stated that the pressure was too much and the ventilator was alarming. The pt was placed back on the hospital ventilator after attempts to adjust the ventilator did not correct the reported problem. No pt harm reported. After all of the connections were rechecked, it was noticed that the air pressure coming out of the pt circuit was constant, at a high velocity, and did not change with adjustments.